Event description:
It was reported that this right atrial (ra) lead exhibited infection. A revision was performed and the right atrial (ra) was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental is being filed to capture the correct alert date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited infection. A revision was performed and the right atrial (ra) lead was explanted. There were no adverse patient effects reported.